Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2024, the patient encountered two infusion set's crimmped cannula event. Patient's blood glucose levels were high. Patient was treated via multiple daily injections to address high blood glucose levels. No further information available.